Manufacturer narrative:
Date of event: date is approximate. Other applicable components are: product ID: 3889-28, lot#: va0ef4d, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot#: va0ef4d, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss of therapeutic effect. The patient was doing really great in the beginning and then about 2-2.5 weeks ago noticed a return of symptoms. It was reported that the patient had a return of urgency, frequency of every hour, and wetting the bed in the middle of the night. Additional information was received. The patient reported a couple of shocks while using the device. They were transferred to patient services where they reported they had a loss of therapy in 2014. They stated that they used the restroom more frequently and urgently, but had not had any accidents. They stated they had just dealt with this issue that started in 2014. They also stated that all of the issues they were reporting came on suddenly. They mentioned experiencing lower back pain and issues after turning the device off; their symptoms returned right away so they never turned it off anymore. They also mentioned getting a shocking sensation with the device on. They stated that they felt zapping where the leads were. They stated that they turned down stimulation to a low setting and that normally resolved the issue. They stated that when this issue first occurred in 2014 or 2015 they went to their healthcare provider who reset the device and the shocking subsided, but the overheating of the device still occurred. They stated that their device was overheating when the shocking issues occurred, so their healthcare provider checked the device and everything was working as intended. They stated the overheating never really resolved, but they normally just adjusted stimulation whenever they felt the device overheating. They stated this still occurred every 6-8 months. They stated that the back pain, loss of therapy, shocking, and overheating all occurred at the same time. Caller wanted to know if they should do anything about the overheating, they were redirected to their healthcare provider. No further complications were reported or anticipated.